Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 320 mg/dl after insulin delivery was interrupted for approximately five hours. The user performed a full supply change, resumed insulin delivery, and glucose values began trending downward. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.